Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that "extension of the stent" broke. A 7x200x75 innova¿ stent was selected. However, it was noted that the "extension of the stent" was broken. No patient complications were reported.